Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the patient underwent a bilateral neck dissection. The patient had post-operative bleeding. The patient expired as a result of airway obstruction due to the bleed. The product is not being returned. The lot number is not available. The complaint product was used on a patient. There was blood loss of over 500cc's. There was no extension of the incision by more than 1 inch. No change from endoscopic to open surgery. No portion of the device or tack fell into the patient cavity. There was no unanticipated tissue loss or irreversible damage. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).